Manufacturer narrative:
This is a final report. The meter was returned and investigated with retained test strips. The complaint was not confirmed and no new issues were observed. All results were within the range specification and no errors were observed during control solution testing. All pertinent information available to abbott diabetes care has been submitted.

Event description:
Customer reported that on (B)(6) 2014 she received an unspecified error message on the display of her adc blood glucose meter. Customer further reported experiencing "high blood sugar and difficulty breathing". Paramedics were called, checked her glucose status (no result provided), monitored her ECG and treated her with an unspecified intravenous infusion. It was also noted she was reportedly "hooked up to a machine to monitor blood clot" and was also given propranolol and gabapentin 300 mg. Customer was diagnosed with hypoglycemia and chronic obstructive pulmonary disease. There was no report of death or permanent injury associated with this event.